Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. Blood glucose level at the time of the event was 14 mmol/l. The customer stated that they got two insulin pump errors. The customer also stated that they were hospitalized with diabetic ketoacidosis. No further information was provided about the hospitalization. Troubleshooting was not provided, however the customer reported that the cannula was bent in their body. The insulin pump got the insulin pump errors during a self-test. It was never stated if the alarms were cleared or resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures and the motor arm cannot communicate with the main arm. Confirmed in the pump history due to broken trace on keypad assembly.